Event description:
It was reported that the patient was experiencing pain and inadequate stimulation. The patient underwent explant procedure and was doing well postoperatively. The explanted device components were not return.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 16887622.